Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient was being escalated from a cp to a 5.5, however was having a aortic dissection repair first. The 5.5 was inserted into sidearm and advanced through the atrioventricular (av) with direct visualization. Finished anastomosing distal end of graft. Cross clamp removed and impella started. Position of 5.5 was confirmed. It was directed away from mitral. Position was mid ventricular. Post op echocardiogram showed severe aortic insufficiency (ai) and surgeon was concerned she may need an aortic valve replacement (avr). Impella was put in surgical mode and pulled back into the aorta while the valve was assessed. Echo showed mild to moderate ai and surgeon decided not to intervene on her av. 0.35 wire and diagnostic catheter used to re-access the left ventricle( lv). Wire exchanged for 0.018 wire. Impella backloaded and placed back into lv and turned up to p-7. Impella was alarming with impella position unknown as well as some suctioning. Flows were also lower than normal for the p-level. Position was checked multiple times. Surgeon used a prefabricated aortic graft with sidearm and it was determined due to the size of her aorta, the impella outflow was inside the sidearm graft. Flows were less than optimal and the surgeon placed a tourniquet around the proximal aspect of the sidearm graft, in order to redirect flow, and tunneled the tourniquet outside. This improved impella flow and her ef improved to 35%, to where the surgeon chose to keep the impella in place rather than remove. Alarms were disabled for purposes of management. During 5.5 support, a cardiac computed tomography of the head also showed acute subarachnoid hemorrhage. Ultimately care was withdrawn and the patient expired.

Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. No product or data logs were returned for evaluation. Optical signal issue: clinical details noted that "impella position unknown" alarms were triggered with suction alarms. Pump was repositioned out aortic sidearm graft and flows improved, but placement signal alarms remained disabled. The cause of the optical signal issue could not be definitively determined as no product or data logs were returned for evaluation. Device history review: the device passed all the post sterile inspection checks.